Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that "all of a sudden" on (B)(6), their tremors came back in their left hand. The patient reported that their right hand is stable. The patient reported that they have 2 settings. The patient reported that they did not use the patient programmer and did not make any changes to their settings, nor do they turn their therapy off at night. The patient checked the ins with the programmer, which showed that the ins was on and ok, with group a at 4.0v. The patient reported that they have an appointment scheduled with their healthcare provider (hcp) on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.